Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported that the patient had her generator removed due to an infection. The patient was then reimplanted. A review of the manufacturer's design history records showed both the patient's leads and generator to have been sterilized properly before shipping. Attempts for further information have been unsuccessful to date.